Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right anterior tibial artery. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. However, during the second inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.